Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving dilaudid (15.0 mg/ml at 7.5 mg/day) via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported the patient's pump had a motor stall from a unknown cause. The provider interrogated the pump on (B)(6) 2018 and found that a motor stall had occurred. The event date was noted as (B)(6) 2018. The provider referred the patient to a neurosurgeon for a pump replacement. It was noted the replacement was planned but not scheduled yet. The patient's weight was noted as 108 lbs. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the pump motor malfunctioned and the pump had to be replaced after 4 years. The pump was replaced on (B)(6) 2018. The pump "randomly turned on and off. The patient indicated it took the health care provider (hcp) a month to figure out what was going on. The pump was turned all the way down so it would not "dump in" them. It was stated the event date was (B)(6) 2018. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the pump was not returned. The rep reported that they were unaware at the time of the replacement surgery that there was a pump malfunction. Nothing had been communicated to the rep regarding the malfunction so they covered the replacement as usual. No further complications were anticipated/reported.